Manufacturer narrative:
(B)(4). G2: foreign: south korea. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product remains implanted.

Event description:
It was reported that the implant was found to be disassociated approximately 13 days post implantation. A revision procedure has been indicated but not yet conducted. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g1-2, g3, g7, h1, h2, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is interval fracture of the locking pin without disassociation. The locking pin has been revised. A surgical drain is present. Initial anatomic alignment of the right elbow arthroplasty complicated by locking pin fracture. Subsequent revision with anatomic alignment then complicated by locking pin retraction/incomplete disassociation. Implant fit and alignment are maintained on all images. Bone quality is osteopenic on all images. There is radiolucency along the distal humerus on all images which remains stable and without implant loosening. Alignment is maintained. The reported event is confirmed by mmi review root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.